Event description:
Crack in the polycarbonate housing of the oxygenator was noted. In the course of 24 hours the crack had gotten larger. It was replaced in a controlled manner per standard protocol. No adverse effects noted.